Event description:
Initial result for a pt hcg was negative. When repeated, the result was >10,000 miu/ml. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the event.